Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to fungal pocket infection. The patient had a temporary pacing system. No adverse patient effects were reported. The ra lead was explanted.